Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2005 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 377745 lot# n0045238, implanted: 2005 (B)(6); product type lead product ID 377745 lot# n0045238, implanted: 2005 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient was having a pocket revision done on the day of the report due to the device being superficial. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.